Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented to the emergency room due to a syncopal episode. No additional adverse patient effects were reported. This implantable cardioverter defibrillator (ICD) remains in service.